Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt experienced ventricular tachycardia at home and was transported to the hospital. He responded to defibrillation. The lactate dehydrogenase (ldh) level was 3596 and blood was noted in the urine. The pump speed was 10000 rpms, flow-5.7 l/min, pi-4.9. Pump power was not reported. A decision was made to exchange the pump from lvad to another lvad. The pt's condition is unknown at this time.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.